Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that intermittent occlusion alarms occurred. Customer's blood glucose (bg) ranged from 250 mg/dl to over 500 mg/dl with moderate to high ketone levels. Manual injections were administered to address elevated bg levels. Reportedly, the pump supplies were changed multiple times to address the issue. Customer reverted to manual injections for insulin therapy.